Event description:
Customer reported the insulin pump alarmed button error and was unable to clear it. Customer's blood glucose was 171 mg/dl. Alarm and possible causes were explained to the customer. Customer reported he was napping and woke up to the alarm, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked display window, minor scratches on the display window and cracked case near display window corners. No button error alarms noted. However, the device had intermittent button response due to moisture damage on keypad traces.